Manufacturer narrative:
Device evaluation summary: the devices were opened and all 24 devices were tested. Pressure integrity testing was performed at 0.5 l/pm with 5 psi, (258 mmhg) of back pressure for 10 min. During the pressure integrity test there was a leak observed from 14 of the 24 devices. Reason for the return was confirmed for 14 devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, 14 eopa 3d arterial cannulaes had leak issues during pressure integrity testing. Use of devices was unspecified. There was no adverse patient effect reported with this event.